Event description:
Reported via clinical study. It was reported a device related thrombus occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed, and a 40mm watchman flx pro laa closure device was successfully implanted. The patient was discharged following the procedure. On (B)(6) 2026, during patients 12-month routine computed tomography (CT) imaging, a grade 3 partial thrombus was noted. There was no intervention required. There is no further information at this time.